Event description:
Reportedly, the device did not fire. Md "did first click then second click" but no staples fired after transecting. Pumlonary artery damage. Patient in ICU. Procedure: thoracotomy/lobectomy.